Event description:
A polaris valve was implanted in a patient for v-p shunting with a set at 30mm h2o in 2006. The following month, the shunt system was removed because it seemed to be occluded. The customer requests to check the valve.

Manufacturer narrative:
The incident has been reported to manufacturer. Results of analysis will be developed in a follow-up report.